Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pseudoaneurysm with a residual hematoma. After a pulse field ablation (pfa) procedure using a faradrive the patient experienced a pseudoaneurysm. The patient was hospitalized for three days, and a vascular intervention was performed. A stent was placed in the superficial femoral artery (sfa) of the patient as well. A residual hematoma remained. The patient was discharged from the hospital after his or her condition improved. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pseudoaneurysm with a residual hematoma. After a pulse field ablation (pfa) procedure using a faradrive the patient experienced a pseudoaneurysm. The patient was hospitalized for three days, and a vascular intervention was performed. A stent was placed in the superficial femoral artery (sfa) of the patient as well. A residual hematoma remained. The patient was discharged from the hospital after his or her condition improved. The device is not expected to be returned for analysis due to disposal. It was further reported that an arteriovenous (av) fistula was also identified from the right sfa to the femoral vein just proximal to the pseudoaneurysm. The vascular intervention included a balloon angioplasty of the right sfa in addition to the stent placement there. Ultrasound imaging and angiography were used during the vascular intervention. After the stent graft placement, no pseudoaneurysm or further av fistula was present.